Event description:
Colon rectum - the blue 45 reload was used to take the rectum just above the dentate line. This was done in 2 firings. After the 2nd firing the consultant observed a bit of ooze from the line. After consultation it was decided the staple line was intact and subsequently the eea stapler was deployed to join the two structures again. It was only when the end of the gun was inserted into the anus the hole in the staple line from the initial first firing was found. It was decided to defunction the patient and do a contrast study in 6 weeks and bring the patient back into theatre. No tissue loss. No extension in incision. No additional blood loss. No delay in surgery. Nothing fell into the patients cavity. Sample of the staple being returned. Additional information requested via email. 1. What is the product ID and lot number for the handle used with this reload? If the customer cannot report the product ID and lot number, was it a legacy universal (such as 030403, 030449, egiaunivxl), or was it an egia ultra (such as egiaushort, egiaustnd, egiauxl)? 2. Was any reinforcement material used in conjunction with the stapling device? 3. If yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? 4. What is the last known patient status? 5. What was the date of the procedure? 6. Was there any tissue damage as a result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? Additional information--- 1. Was a colostomy performed? The patient had a stoma and will go back into theatres in 6 weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).